Event description:
It was reported the patient felt the stimulation was not in the correct location. Impedance readings were >4000 ohms with electrodes 1 and 2: 0/2, 1/2, 1/2, 2/3, 2/8, 2/9, 2/10, 2/11. Values at 0/1, electrode 1: 8, 9, 10, 11 were reading at 38,000 and above. Group impedance were: 1: 0+, 1-, 2-, 3- 1190 ohms and group 2: 8+, 9-, 10+, 740 ohms. Reprogramming around electrodes 1&2 was attempted to obtain coverage in the patient's anterior thighs, but was unsuccessful. X-rays were planned at the time of the report. Additional information has been requested, a follow-up report will be submitted, if additional information becomes available.

Manufacturer narrative:
(B) (4)